Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 130-150 units of insulin during the load sequence. Customer¿s blood glucose level was 100 mg/dl. Reportedly, customer will continue to use current pump to continue therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.